Event description:
This issue was reported to the factory business unit on 03/12/2009 in a customer letter. The letter states that an interpretation error occurred. One of the customer's neuroradiologists made an error in interpreting a study caused or contributed to by the intermixing of study dates. The resultant conclusion was that the disease had diminished when, in fact, the disease had progressed. The error was picked up by a clinician and pointed out to the doctor. The exam was then reviewed and the error was acknowledged. An amended report was issued. The images were checked on site, and the dates in the images are displayed correctly. The feedback from the site concluded that after modifying and saving a procedure, the date in the images remains unchanged.

Manufacturer narrative:
The issue was analyzed by the factory, and it was found that only software (B) (4) and (B) (4) are affected. The problem only exists in the field in combination with software patch (B) (4) and (B) (4) servers. Software is available, which addresses this issue. A release under concession for st. Jude has already been done and on-site validation is ongoing. A customer safety advisory notice will be sent to inform the installed base. The csan will be distributed to logistics to ensure that new customers are made aware of the issue. It still must be confirmed that the software solution being validated at the site resolves the issue. If not, new software will be developed and distributed to the affected installed base. A risk analysis will be adapted for the possible risk of misinterpretation of studies with changed exam date.